Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection stated that the unload switch was at the home position. The firing rod was noted to be retracted fully against the hardstop and was out of home position. Damage to the distal end of the firing rod, indicative of a disconnection from the reload laminates could be seen. Evaluation noted that there was a single calibration turns error in the data saved to the adapter. It was reported that during the total laparoscopic distal gastrectomy (tldg) the blade did not return after firing and the jaws did not open, resulting in the device being locked on the stomach tissue and unable to be removed. Multiple troubleshooting steps were attempted, including turning the rear part of the adapter with a manual driver to return the blade, but these were unsuccessful. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the firing rod being out of position and calibration turns errors that were related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: unknown) sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total laparoscopic distal gastrectomy (tldg) the blade did not return after firing and the jaws did not open, resulting in the device being locked on the stomach tissue and unable to be removed. Multiple troubleshooting steps were attempted, including turning the rear part of the adapter with a manual driver to return the blade, but these were unsuccessful. To resolve the issue, the devices were replaced. Re-stapling and an additional resection of both sides of the cartridge was performed, leading to a greater range of stomach resection than expected. The patient experienced lacerated tissue and an unintended additional incision to the stomach. The surgical time was extended for 20-30 minutes as a result.